Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the freestyle libre sensor. The customer reported a 'lo' (< 40 mg/dl) scan, and experienced symptoms of dry mouth, dizziness, headache, and loss of consciousness. The customer was taken to a hospital, where after a few hours, a laboratory blood glucose result of "over 700 mg/dl" and a healthcare meter result of 782 mg/dl were obtained. The customer was diagnosed with diabetic ketoacidosis, and reported being treated with 84 ui of insulin lantus and 12 ui of humalog. There was no report of death or permanent injury associated with this event.